Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated they are unable to exit the preparing prime loop. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.